Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#333;itted an inappropriate shock to the patient due to the failure to detect atrial fibrillation with rapid ventricular response. It was also reported that the right ventricular (rv) lead and right atrial (ra) lead were undersensing the r-waves and p-waves respectively. The ICD, rv lead, and ra lead all remain in use. No further patient complications have been reported as a result of this event.